Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of one of the sensor¿s in the probe is showing red was confirmed. One transducer element failed during the probe assessment test. There are black lines in the center of the image. The root cause is due to an internal failure of the sr9 probe.

Event description:
It was reported by the customer, one of the sensor¿s in the probe is showing red. 08/05/24 - during investigation review, it was found the probe caused black lines in the image.